Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that patient experience ventricular tachycardia, ventricular fibrillation, cardiac arrest and died. The patient presented with acute inferior lateral myocardial infarction and was taken for coronary angiography and diagnosed with double vessel disease. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery and left anterior descending (lad) artery. A 2.75x24mm promus element drug-eluting stent was implanted in the lcx and a 3.00x32mm promus element drug-eluting stent was implanted in the lad. However, the patient developed uncontrolled ventricular tachycardia and ventricular fibrillation which developed to cardiac arrest and death.